Event description:
A report was received that the patient was experiencing bladder dysfunction. The patient was previously revised (MFR report #: 3006630150-2013-02036). The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing bladder dysfunction. The patient was previously revised (MFR report #: 3006630150-2013-02036). The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm; model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator.